Event description:
It was reported that the patient underwent initial hip surgery. Post-operative hip dislocation was diagnosed approximately six (6) months after surgery. Revision surgery is planned. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ netherlands. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision surgery due to triple dislocation, approximately six (6) months from initial total hip arthroplasty. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and corrected information. D10 - g7 pps ltd acet shell 62h item#010000668 lot#r7313004a. 36mm i.d. Size h neutral liner item#30103608 lot#65454505. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty. Subsequently, the patient dislocated three times and recently underwent a revision. During the surgery, the cup was 15 degrees anteversion and the cup and stem were both well fixed. The cup, liner, and head were all revised without complication.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d9, e1, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical record was provided and reviewed by a health care professional. On (B)(6) 2022, the patient dislocated their right hip a second time due to unknown reasons requiring repositioning. Reduction without complications, given antiluxation brace, contributing factors of event: osteoarthritis. Radiographs were provided. Images cannot be assessed due to poor quality and overlay graphics. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.